Event description:
Caller reported an alarm issue with alarms 2 and 26, indicating a problem with the insulin pump. The impact on the customer¿s blood glucose level was unknown, as the caller declined to provide this information. Customer was instructed to perform various troubleshooting steps, but the occlusion alarm recurred. Customer declined further troubleshooting, resulting in undetermined cause of the issue. Customer changed supplies and resumed insulin therapy,